Event description:
It was reported that the patient experienced worsening of her spasms. The hcp attempted to check the pump with x-ray, but was unable to do so. As the contrast medium was not injected into the catheter access port, the hcp suspected there was a catheter kink. Approximately 10 days later, another examination was performed. The patient was taken to surgery and the hcp found that the catheter was kinked in the intraspinal area at the point most distant from the v-wing anchor. The hcp removed the v-wing anchor then checked the catheter access port and catheter patency. The catheter kink was repaired and the patient recovered.

Manufacturer narrative:
Results: used for the catheter.